Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a lower left arm a/v graft procedure, the endovascular stent graft allegedly failed to deploy. Therefore, the catheter was removed without incident. There was no reported calcification nor tortuous path within the vessel. Reportedly, another endovascular stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the condition of the returned sample, the reported deployment failure was confirmed. The stent graft was found to be completely loaded and the outer sheath was found to be elongated indicating that increased friction must have affected the delivery system during the attempt to deploy the stent graft finally leading to the fracture of the outer sheath which made a stent graft deployment impossible. Therefore, as a result of the investigation performed the complaint was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: introducer sheath with appropriate inner diameter". Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Event description:
It was reported that during a lower left arm a/v graft procedure, the endovascular stent graft allegedly failed to deploy. Therefore, the catheter was removed without incident. There was no reported calcification nor tortuous path within the vessel. Reportedly, another endovascular stent graft was used to complete the procedure. There was no reported patient injury.